Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. Lot number - the correct lot number is 336511-03. Exp date - 6/30/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the concomitant product evaluation, trending of lot number, and system risk analysis (sra). The DHR was not reviewed since user error was associated with this issue. Trending analysis by lot number was reviewed from 02/13/2016 to 08/11/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The customer indicated the ci changed correctly when placed in the same unit with a different load. The concomitant sterrad nx was tested by a field service engineer. The unit was in working condition and no issues were observed. The assignable cause of the issue can be attributed to user error. The customer indicated that several cycles were used with varying chemical indicator (ci) results, and the tray used to house the cystoscope is approved only for the advanced cycle, a ci not changing correctly would be an expected outcome. Customer education was provided by the fse while onsite. The customer has since ordered the corrected trays to resolve the issue. The issue will continue to be tracked and trended.